Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-mar-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-mar-2018, UDI#: (B)(4). Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator non-malignant pain. It was reported that when in MRI mode the patient was seeing the 05901011010 code which indicated that MRI eligibility could not be determined due to off label placement. The patient was having pain in their head and they were not sure whether the leads had moved. About 8 months ago they started to have pressure in the head, could not lift their head and once the pressure was so bad that they dropped their head again. This was in october. They had vertigo and could not look up and right. The patient wondered if the leads had moved and worried because of the artery near the leads. Early january a CT scan was done but they could not see nerves in c1. The patient had extreme headaches and could not touch their forehead or have glasses on because it would activate something. They did not know the cause and wanted to do an MRI. No further complications were reported.